Event description:
Medtronic received a report that the react catheter was found kinked. The patient was undergoing interventional thrombectomy. The accessed vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's vessel tortuosity was normal. It was reported that before the operation, when the protective plate was pulled out, it was found that the proximal end of the react catheter was kinked and broken. It was reported the catheter was kinked in the proximal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information was received that the cause of the catheter kink was not determined. It was clarified that the catheter was just kinked. It was noted that the catheter damage was seen prior to preparation. The damage was not seen immediately after opening the package. Additional information was received that there was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
H3: product analysis of react-68, lotno:b525098 found no damages with the react-68 catheter hub. The react-68 catheter body was broken at ~8.0cm from the proximal end of the catheter hub. The react-68 catheter distal tip was found to be in good condition. Based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ report was confirmed as the react-68 catheter body was found broken. However, the cause of the catheter damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.